Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to hyperglycemia and lactic acid was slightly elevated. Blood glucose value unknown. Customer treated for high blood glucose with IV push novalog. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshoot for high blood glucose, caused by bend cannula. Customer not wearing pump right now because of bending issue. The insulin pump will not be returned for analysis.